Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source: foreign: (B)(6).

Event description:
It was reported that the performance was blocked from the connection after the knife does not respond, air leakage, and the bearing lever was stuck. The event occurred before surgery, and there was an hour delay. There was no patient involvement, no harm, and no medical intervention. No adverse events were reported as a result of this malfunction.